Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 1555000500, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac with a l3 vertebral body reduction and l5-s1 posterior lumbar interbody fusion. Sometime post-op it was found that the rod was broken. The patient reported having back pain. Fusion was not achieved at l3. The patient underwent a revision surgery 10 months post-op; the caudal side of the broken rod was replaced and connected to the cranial side of the rod with a domino. No additional patient complications were reported.